Event description:
During a distal femur fracture procedure, the surgeon started to remove a screw he just inserted for better reduction. As the surgeon was trying to remove the screw, the screwdriver tip broke off inside the screw head. The surgeon did not remove the piece from the screw head and it remains in the pt. The procedure was completed.

Manufacturer narrative:
Add'l info has been requested. Subject device is an instrument and is not implanted or explanted. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided.